Event description:
Per the clinic, the device was explanted (date not reported) due a performance decrement. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Correction: the implanted device is proper functioning; no performance decrement noted as previously reported. Correction: the implanted device is still in-situ; not explanted as previously reported. (B)(4). Implanted device remains.